Event description:
Electrosurgical pencil was set for use in a case. As surgeon attempted to use the pencil, they were unable to as the "rocker switch" was missing from the pencil. The rocker switch was found on the drape in the surgical field. The nurse attempted to fix the pencil, but was unsuccessful.